Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issues. Physio did observe the power button to be functional only on the right side. This issue would not have caused the reported issues. The main keypad assembly was replaced for the observed issue, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issues could not be determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that device displayed a black screen and only the power button was functional. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.